Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and noticed the primary battery was not inserted. The se advised the customer that the primary battery needs to be installed during power up. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated a constant alarm along with a system error diagnostic message. The ventilator was not in use on a patient at the time the event occurred.